Event description:
It was reported via repair work order that the nurse call was not functioning due to a faulty nurse call board. The customer also report footboard function was intermittent, however, no malfunction was found. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the the motion control functions and nurse call were not working.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up submitted as further investigation determined the nurse call was not functioning due to a faulty nurse call board and the customer reported footboard function was intermittent, however, no malfunction was found.